Event description:
Cryo machine malfunction. A cryo machine used three tanks of nitrous oxide then ran dry. The entire handpiece from the tip to the cord of the machine were freezing. The surgeon discontinued use of the cryo machine.